Event description:
The customer alleged that she performed control tests and received 2 results of "lo". The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer did not have her testing supplies with her at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.